Manufacturer narrative:
Placeholder.

Event description:
Patient underwent uneventful ilasik (B)(6) 2014 on right eye only. Presented in early post operative period with striae in right eye. Patient did no feel that the vision was a problem and did not have striae treated. On (B)(6) 2014 post op visual acuity sans corrected (vasc) 20/30 in his right eye, patient agreed to have flap lifted and stretched in right eye. Post operation on (B)(6) 2014 vasc was 20/50 in right eye. (B)(6) 2014 vasc 20/80 right eye, prescription glasses -2.00 -1.50 x 180 20/30 right eye. Slit lamp exam (sle) noted epithelial nest under right flap. Surgeon treated epithelial nest with yag laser.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.